Event description:
It was reported that high impedance was observed on vns patient's system. The patient has more seizures. The vns therapy is switched off due to this issue. The x-rays may not be possible since the patient has a severe handicap and is mentally retarded. The physician recommended a full revision surgery after discussing this with the patient's parents. The review of the available programming history data did not reveal any anomalies. Attempts to the physician, to obtain more details about the incident, were unsuccessful.